Manufacturer narrative:
The account found the nurse call was disabled, user error. The account enabled the nurse call function to resolve the issue.

Event description:
The account alleged the bed has no nurse call function. No pt impact.